Event description:
Risk manager called from great falls clinic hospital to report on an adverse event that occurred on a patient at their hospital. While using rfa (radio frequency ablation) caused a burn on a patient' skin. The extent of patient's burn is unknown. The fail safety did come on but seemed not to work. Patient referred to wound care for further evaluation.